Event description:
A user facility reported to olympus that when olympus scopes, described by the user facility as older model videoscopes, were connected to the olympus, model cv-190, evis exera iii video system center, the scopes were not recognized. The problem, as reported to olympus, was identified during preparation for use. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed. The evaluation found that no image was produced by the device when tested with olympus, model series 180 scopes; the cause was isolated to a printed circuit board failure. In addition, software version 3.01 was found installed; an update to ver. 4.10 was recommended. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the failure of the motherboard set could not be determined. Olympus will continue to monitor field performance for this device.